Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse activated the endoscopic camera manipulator (ecm) clutch button and attempted to push the carriage down, but it was stuck. The fse performed a test drive, and the ecm insertion motion was unavailable. The fse power cycled the system, which resolved the ecm insertion motion issue. The fse reviewed the system log and found no ecm related errors. The fse proactively replaced the ecm to resolve the reported problem. The system was tested and verified as ready for use. Isi received the ecm involved with this complaint and completed the device evaluation. Failure analysis investigations reproduced the reported failure of ¿non-intuitive motion along insertion/axis 3¿ during the check-sensors test that was performed via matlab. The axis 3 pot would be replaced as a fix. An procedure log review confirmed that the partial nephrectomy was performed via system sh2459 on (B)(6)2022 . This complaint is being reported due to the following conclusion: the ecm insertion axis was not free to move during a da vinci-assisted partial nephrectomy surgical procedure and was resolved with a power cycle. The initial reported complaint and subsequent findings from the fse and failure analysis investigations could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called in to report that the endoscopic camera manipulator (ecm) insertion axis was not free to move. There was no error message at the time of the event, and the ecm indicators were normal. System functionality was reportedly checked prior to use, and no issues/errors were noted. The site continued with the procedure as planned. There was no reported injury. The intuitive surgical, inc. (Isi) field service engineer (fse) obtained the following additional information from the customer regarding the reported event: the site rebooted the system and completed the procedure successfully.